Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate them and inform FDA of products that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the meter did not perform a rapid charge when connected to a power source. The reporter said that the meter had to go to full charge before it would allow testing and that the outlet (power source) worked for other devices. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014). The lay user/patient¿s meter has been returned on 09/08/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.